Event description:
It was reported that the three-month-old baby started rewarming on arctic sun device at 6:10am. The patient should rewarm over 14 hours. The patient was only 34.5c right now but should complete rewarm in about 45 minutes. Rewarm from 36.7c at a rate of 0.25c per hour to 36.8c. Water temperature was 40c. Flow rate was 3lpm. Esophageal (34.6c) and rectal (34.5c) probes correlate. Good pad coverage. No clinical reasons patient should not be rewarming (i.e. No continuous renal replacement therapy, not changes in medications). Adjusted rewarm from to current patient temperature. Mis explained that they could add interventions such as add a bair hugger, turn on radiant heat, cover heads, hands, and feet, as protocol allows. Nurse called back an hour later. Nurse added a bair hugger. Patient was now rewarming as expected. Per customer via phone on 22-nov-2022, it was reported that there was no impact to the patient and the therapy was completed. The patient was not warming in the timeframe allotted so the nurse reached out to mis. Nurse adjusted timeframe to rewarm and added external factors. The device was working and it was not sent to biomed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable as the patient completed therapy and the reported issue was user related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the three-month-old baby started rewarming on arctic sun device at 6:10am. The patient should rewarm over 14 hours. The patient was only 34.5c right now but should complete rewarm in about 45 minutes. Rewarm from 36.7c at a rate of 0.25c per hour to 36.8c. Water temperature was 40c. Flow rate was 3lpm. Esophageal (34.6c) and rectal (34.5c) probes correlate. Good pad coverage. No clinical reasons patient should not be rewarming (i.e. No continuous renal replacement therapy, not changes in medications). Adjusted rewarm from to current patient temperature. Mis explained that they could add interventions such as add a bair hugger, turn on radiant heat, cover heads, hands, and feet, as protocol allows. Nurse called back an hour later. Nurse added a bair hugger. Patient was now rewarming as expected. Per customer via phone on 22-nov-2022 it was reported that there was no impact to the patient and the therapy was completed. The patient was not warming in the timeframe allotted so the nurse reached out to mis. Nurse adjusted timeframe to rewarm and added external factors. The device was working and it was not sent to biomed.